Manufacturer narrative:
(B) (4)

Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02061, 3005099803-2010-02064, 3005099803-2010-02065, 3005099803-2010-02066 and 3005099803-2010-02067 for the other associated device information. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, leveen needle electrode and four polyhesive patient return electrodes were used during a rfa (radiofrequency ablation) procedure performed on (B) (6) 2010. According to the complainant, the rf3000 machine is causing interference with the ECG machine. In addition, a 1cm blister was sustained on the right upper inner leg area of the patient. A cool compress was applied to the burn followed by an additional dressing. The patient is having regular visits from the district nurse to redress the blister. The procedure was completed with subject rf 3000 radiofrequency generator, leveen needle electrode and four polyhesive patient return electrodes.

Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02061, 3005099803-2010-02064, 3005099803-2010-02065, 3005099803-2010-02066 and 3005099803-2010-02067 for the other associated device information. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, leveen needle electrode and four polyhesive patient return electrodes were used during a rfa (radiofrequency ablation) procedure performed on (B) (6) 2010. According to the complainant, the rf3000 machine is causing interference with the ECG machine. In addition, a 1cm blister was sustained on the right upper inner leg area of the patient. A cool compress was applied to the burn followed by an additional dressing. The patient is having regular visits from the district nurse to redress the blister. The procedure was completed with subject rf 3000 radiofrequency generator, leveen needle electrode and four polyhesive patient return electrodes.

Manufacturer narrative:
Patient identifier and weight are unknown. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.